Event description:
In the middle of the surgical procedure, the scrub tech noticed that the tip of the gerald forceps was missing. It is unknown if the instrument was defective prior to use on the patient. The surgical site was thoroughly inspected and irrigated. The missing tip was not visualized. Comparison x-ray performed of defective forceps and non-defective forceps. X-ray then performed on patient in operating room (or). Results were negative for foreign body, read by radiologist before patient left or.